Manufacturer narrative:
New information available on 06/20/2017 reveals that the patient was stable. Device return information has been reported in additional MFR narrative. Device evaluated by MFR? Has been updated to 'no' and 'device evaluation anticipated, but not yet begun (02)'

Event description:
New information available on 06/20/2017 reveals that the patient was stable.

Event description:
It was reported that the patient presented with the pulse generator in back-up. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to by high current drain resulted from the auto capture being in high output mode.